Event description:
It was reported that during a da vinci si cholecystectomy procedure, the monopolar cautery hook tip accessory used in conjunction with the monopolar cautery instrument broke off and fell into the patient. The instrument was being used to blunt dissect tissue. The broken tip was retrieved. Upon inspection of the instrument, the threads appeared to be stripped and the rectangular opening that the metal end of the hook inserts into appeared to be distorted as well. The surgeon made the decision to convert the procedure to traditional laparoscopic surgery. No allegation of any harm, injury, or adverse outcome to a patient was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Intuitive surgical inc. (Isi) has made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report.

Manufacturer narrative:
The checkbox on the initial report for returned to manufacturer on should have been unchecked.